Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that sodium phosphate (45mmole/ 100 ml) infusion was programmed at 05:12 am to infuse over 8 hrs at a rate of 12.5ml/hr. The pump module alarmed "air-in-line" numerous times, each time the nurse resolved alarms and restarted the pump. At 05:28 am the infusion stopped and the infusion bag was empty. The patient status and vital signs remain unchanged. Pump module was taken out of service and biomed notified. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the reported pump module over infusion was not able to be confirmed from the log analysis or could be replicated during device testing. ¿ the inspection and testing process did not find any existing malfunctions. The suspect pump was found to be infusing within specification with no observances of unregulated flow occurring. The sear was also found to be properly closing the administration set safety clamp when the door was opened. ¿ a review of the pcu and pump module error logs showed no records associated to the reported incident. ¿ the reported event date was october 01, 2024, the event time was reported about 5:12 am to 5:28 am. The pcu event log showed that on october 01 at 5:12 am the pump was selected, and an infusion was programed by an external control. ¿ the log review begins on (B)(6) 2024, at 5:12 am, when the reported infusion was stared to be performed with the suspect pump module with a rate of 12.5ml/hr and a vtbi of 100ml. The profile in use was identified as ¿(B)(6)¿. ¿ on october 01 at 5:12 am the pump module was selected with a unit label: a. ¿ at 5:12 am the pump module received a remote IV for drugid 588 (expected to be sodium phosphate) to infuse at drug amount of 45 mg, diluent volume of 100 mg, dose of 45 mg, concentration of .45 mg, rate of 12.5 ml/h and vtbi (volume to be infused) of 100ml. Then, the pump module started the infusion with a pvi (primary volume infused) of 699.464ml. ¿ at 5:14 am the pump alarmed of ail alarm with a pvi (primary volume infused) of 699.725ml. Then, the pump was restarted. ¿ from 5:17 am to 5:22 am the pump module alarmed of ail alarm and was restarted 4 times. ¿ at 5:26 am the pump module was silenced 2 times, then the infusion was restarted with a pvi (primary volume infused) of 700.769ml. ¿ at 5:27 am the pump module alarmed of ail alarm, then, the pump was powered off with a pvi (primary volume infused) of 701.03ml. ¿ the total primary volume infused for the primary infusion was calculated at 1.566ml. This value was derived by subtracting the initial accumulated pvi (primary volume infused) = 699.725ml at the start of the infusion from the final pvi (primary volume infused) = 701.03ml at the end of the infusion. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ the pcu event log could not determine why the infusion that was programmed to infuse for approximately 8 hours was terminated early after only infusing for approximately 16 minutes. ¿ per the bd alaris¿ system with guardrails user manual (v12.1) states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). ¿ the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: ¿ please replace the pumping mechanism. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. ¿ repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported pump module over infusion was not able to be identified from the log analysis or from device laboratory testing.

Event description:
It was reported that sodium phosphate (45mmole/ 100 ml) infusion was programmed at 05:12 am to infuse over 8 hrs at a rate of 12.5ml/hr. The pump module alarmed "air-in-line" numerous times, each time the nurse resolved alarms and restarted the pump. At 05:28 am the infusion stopped and the infusion bag was empty. The patient status and vital signs remain unchanged. Pump module was taken out of service and biomed notified. There was patient involvement but no harm.